Manufacturer narrative:
Reported event: an event regarding failed acetabular registration involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 199 found quality inspection procedures and the pt review successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed acetabular registration. There were only 9 other reported events (pr744448, pi967949, pi1082118, pr1433436, pr1433424, pr1088260, pr1494789, action 66 and action 1319). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values were performed, and the verification values are within acceptable tolerances. The pelvic registration is reviewed, and a large rotational error is found. The large rotational error was transferred to cup reaming and cup impaction. It explains why the orientation of the impactor/robotic arm was different from what the surgeon expected. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. On (B)(6) 2016 I did a case with a dr. (B)(6) and he didn't' feel comfortable with the position of the arm after he had reamed and was about to impact cup. Dr. (B)(6) had a hip case on (B)(6) 2016. Pt was positioned in supine position for a direct anterior express mako hip. The registration was completed and reaming was successful. As dr. (B)(6) went to impact cup he was unsure of the position of the arm. I tried to explain to him that the arm was just close due to the pt having poor positioning and being pushed across the table while reaming. Dr. (B)(6) is adamant about never using a pt safety belt while doing hip procedures. The pt visibly moved as (B)(6) pushed the last stage of reaming. So the arm was closer to the pt's leg as the arm was targeting the pelvis correctly. Surgeon impacted manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. On (B)(6) 2016 I did a case with a dr. (B)(6) in (B)(6) and he didn't' feel comfortable with the position of the arm after he had reamed and was about to impact cup. Dr.(B)(6) had a hip case on (B)(6) 2016. Pt was positioned in supine position for a direct anterior express mako hip. The registration was completed and reaming was successful. As dr.(B)(6) went to impact cup he was unsure of the position of the arm. I tried to explain to him that the arm was just close due to the pt having poor positioning and being pushed across the table while reaming. Dr. (B)(6) is adamant about never using a pt safety belt while doing hip procedures. The pt visibly moved as (B)(6) pushed the last stage of reaming. So the arm was closer to the pt's leg as the arm was targeting the pelvis correctly. Surgeon impacted manually.